Manufacturer narrative:
Device evaluated by MFR.: promus element plus 3.50x12mm stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the distal end of the stent were lifted and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found tip damage. The tip was found to be kinked and bent and a guidewire was successfully inserted through the tip and exited at the exchange port. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 3.50x12mm promus element plus drug-eluting stent was selected for use. However, when the physician unpacked the stent and inserted it into the sheath, resistance was felt and when it was retrieved, the tip of the stent strut was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 3.50x12mm promus element plus drug-eluting stent was selected for use. However, when the physician unpacked the stent and inserted it into the sheath, resistance was felt and when it was retrieved, the tip of the stent strut was found to be lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.